Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a negative loss of pressure with the patient interface and couldn't pass test. No patient harm was reported. An internal error message also appeared. Additional information has been requested.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).